Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The cylinders were visually inspected and a wear at fold in cylinder body was found on both cylinders. Cylinder 1 had a bulge with broken fabric threads in cylinder body. A leak was found that was attributed to sharp instrument damage in the proximal cylinder body that caused a hole. Cylinder 2 had a bulge with broken fabric threads in cylinder body. Cylinder 2 had a leak in the kink resistant tubing (krt) attributed to sharp instrument damage that most likely occurred when the device was explanted. Both cylinders could not be functionally tested due to the bulges and leaks identified. The momentary squeeze pump was visually inspected and the krt was work to the filament but there were no leaks. The pump failed the 8lb activation test (2) as more than 8lb of force was required to activate it. Based on the investigation results an evaluation cause code of cause traced to component failure was assigned to the event due to the defects found on the returned system components.

Event description:
It was reported that the patient experienced deflation issues with one inflatable penile prosthesis (ipp) cylinder. The device completely inflated and worked but the left cylinder would only slightly deflate when deflating the ipp causing the patient to feel discomfort. A surgical procedure was performed in which the existing cylinders and pump were removed and replaced with new components. There was no air observed in the device. The patient was said to be in recovery following the procedure.

Event description:
It was reported that the patient experienced deflation issues with one inflatable penile prosthesis (ipp) cylinder. The device completely inflated and worked but the left cylinder would only slightly deflate when deflating the ipp causing the patient to feel discomfort. A surgical procedure was performed in which the existing cylinders and pump were removed and replaced with new components. There was no air observed in the device. The patient was said to be in recovery following the procedure.